Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a battery failed message occurred on the v60 ventilator. The device was not in clinical use. The issue occurred during a preventative maintenance (pm) evaluation. There was no report of harm or other impact to a patient or user. The device did not meet full specification for intended use. The pse confirmed the reported issue in review of the device event log. The pse replaced the lithium-ion battery then the issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.